Event description:
Info received indicates the right siderail will not latch on the bed.

Manufacturer narrative:
The hill-rom technician indicated the right siderail would not latch. The technician found the latch pin was not extending out and caught on the center arm. The technician replaced the siderail center arm to repair the bed.